Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): stop of the infusion. Drug: tazocilline in 120 ml of nacl.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). We received one used quarter-filled (contaminated with cytostatic agent), easypump ii lt (B)(4) without package. The received sample was taken to a visual exam. Damages were not detected at the sample. In as-received condition, the white clamp was closed and the closing cone at the top cap was missing. After opening the top cap, we detected no crystallized drug residues at the filling port (lli-cone). Moreover, we detected no air inside the tube, however, one air bubble was detected inside the flow restrictor. In addition, we detected residues of fluid inside the lla-cone of the pt connector. Afterwards, the sample was taken to a functional test respectively to a leak test. After opening the white clamp and waiting for a while, the pump worked (solution was running). Leakages were not detected. Furthermore, the flow rate was tested. Nominal:10 ml/h. Actual: 9.7 ml in 1 h; 19.1 ml in 2 h; 28.5 ml in 3 h. The received sample is within our requirements. Nevertheless, we have informed our production site accordingly. A follow-up report will be provided after the statement of the production site is available.